Event description:
It was reported that when using the peripheral short catheter, lack of sharpness in the mandrel bevel makes for difficult insertion and since it's not sliding through, more force is needed resulting in vein damage for most cases.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).